Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing showed the device displayed error code 1870. The investigation determined that the motor being locked out was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1870. No adverse effects were reported.